Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the front response button switch dome connection was intermittent. The cause of the non-functional response buttons is the intermittent front rb switch dome connection. In addition, the front and rear response button covers were missing. The root cause of the intermittent front response button switch dome connection is physical abuse. There was no death or adverse event associated with the monitor malfunction.

Event description:
03/08/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on (B)(6) 2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that the monitor response buttons weren't working.